Manufacturer narrative:
No product has been returned for evaluation. It is unknown if alleged event is related to product. Labeling review: potential adverse events and complications- "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: early or late infection;..." "...potential risks identified with the use of this system, which may require additional surgery, include: infection ..." Related MDR 2031966 -2018 -00155. No product returned.

Event description:
Post revision surgery, patient was reported to have an infection. As per reporter patient was provided antibiotics and underwent a saline washout.